Event description:
It was reported that the pump had been alarming every hour for the past two months, telemetry had not been performed. Since the pt moved he has been unable to find a physician to manage his pump and now believed there was no medication left. Per the reporter, the pt never had therapeutic effect. It was also reported that the pt experienced withdrawal last friday (2009); specific symptoms were not reported. The pt was seen in the emergency room. The pt was now supplementing with oral morphine. The pump was used to deliver morphine. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.